Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list 6c36, that has similar products distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
This was submitted under the incorrect manufacturing location. See manufacturing report 3008344661-2018-00084 which will include all follow up information and corrects the manufacturing location from (B)(4) to (B)(4).

Event description:
On (B)(6) 2018 additional false non-reactive data was provided with no impact to patient management. (B)(4) 0.00 iu/ml nonreactive. (B)(4) 0.00 iu/ml nonreactive.

Manufacturer narrative:
Two more patient results were provided. And these are included. An evaluation is still in process. A follow up submission will be provided when the evaluation is complete.